Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 3/17/2015 device evaluation. The lay user/patients meter has been returned on 2/26/2015 and further evaluated by lifescan product analysis on 3/9/2015 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a blockage in spc housing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging an unusual issue with their onetouch sync meter. The reporter stated that the meter would display the last result when a new test strip was inserted in to the meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.